Manufacturer narrative:
B5: the following additional information was provided by the customer. The flow rate inaccuracy was for an overinfusion. The test was performed with a flow rate of 40mlhr and a volume to be infused of 20ml. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inaccurate flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.